Manufacturer narrative:
Results of device investigation will be provided in follow-up report.

Event description:
Customer is reporting, their atria 6100 may have originated the fire which caused damage to their building and equipment.